Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "pump failed downstream (distal) occlusion sensor test. Values are: 20.34 psi & 19.73 psi." Was unable to be reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor calibration is out of specification. The force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test in the biomed service department. There was no patient involvement. No additional information is available.